Event description:
Device involved in incident is for export only. On (B)(6) 2011, djo received report that pt was burned with unit. Pt treated on (B)(6) 2010 using ifc premodulated waveform stim treatment under constant current using two (2) electrode. Incident inquiry reports that pt experienced burning sensation, skin irritation, pain, astonishment and fear of electrical therapy. Pt was treated with a dressing, ice pack and medical examination at time of incident; pt sought further medical intervention with doctor, but results are unk. Device was returned for eval without applications and electrodes. Device eval reports error with ultrasound treatment and overtemperature of ultrasound applicator; the applicator function cuts off during the overtemperature until temp comes down. Direct cause of the reported incident is unable to be verified. Djo considers any report of burn, or any event resulting in medical intervention, as a reportable event. Direct cause of the reported incident is unable to be verified.